Event description:
It was reported that the customer was taken to the emergency room the night before. It was stated that the customer was not wearing the insulin pump at time of his admission. It was stated that the customer was dehydrated and not feeling well. The blood glucose reading was 299mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past week. Initially the customer called to requested assistance with programming the replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.